Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the prograsp forceps instrument was found to have a broken cable. The fragments fell inside the patient and were retrieved during the same procedure. The customer performed an x-ray to locate the fragments. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver and prograsp forceps instruments were used at the same time during the procedure. These two instruments did not collide with each other. The fragments fell into the patient during suturing. The surgeon did not notice any issues with the instrument's functionality during the surgical procedure. The instrument did not collide with any instrument or hard material during the procedure. The nurse confirmed that all fragments were retrieved during the same procedure and was confirmed via a post-operative x-ray test. No additional surgical procedure was performed. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragments will not be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the force amplification pulley. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. A review of the image provided by the customer was performed by an isi failure analysis engineer. The image indicated that the instrument had a frayed grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.